Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported stent fracture. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery with mild calcification. A 6x100mm absolute pro self expanding stent system was advanced toward the target lesion and the stent was deployed. The delivery system was removed. Under fluoro the proximal stent strut appeared to be fractured. Thus, an unspecified balloon catheter was used to post-dilate the stent and an additional stent was used to to treat the fractured stent. There was a clinically significant delay in the procedure. No additional information was provided.